Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited high (>2500 ohms) lead impedances while programmed to bipolar mode. However, impedances were normal (710 ohms) when programmed to unipolar mode.